Manufacturer narrative:
Investigation could not be concluded as no device was returned. Synthes is unable to determine manufacturing date without a lot number. No additional information is available.

Event description:
Pt was hit in the right eye and was treated with an orbital floor mesh plate on (B)(6) 2010. Status post, while looking upward, a movement interference was detected. The MRI did not show any soft tissue or muscle incarceration and the decision was made to revise the pt on (B)(6) 2011. During the revision surgery, a pitted fixation of the connective tissue with the plate was found and the plate was removed.